Event description:
Boston scientific received information that this patient presented with beeping of a competitive device due to out of range shocking impedance measurements. Additionally, there are thirty four short v-v intervals. No adverse patient effects were reported.

Manufacturer narrative:
A boston scientific technical services consultant discussed the clinical observations with the call and explained usual recommendations for troubleshooting including isometrics and in office testing. The caller did not have any further details regarding this patient. This product issue will be updated if additional information is received.